Event description:
This is a non-us event. This occurred in canada. Consumer reported a tampon string seemed to be on the opposite end of the pledget and when she went to pull on the string for removal from her vaginal cavity, the string broke in half. She manually removed the pledget and the attached piece of string from her vaginal cavity. She reported that due to being nervous about this event she experienced nausea which resolved by the next day. She did not seek medical attention.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.